Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.